Manufacturer narrative:
(B)(4). The customer returned one used dilator for evaluation. The body of the dilator was curved and the tip of the dilator was found to be out of round with some stretching. Both of these issues were likely caused due to use. The dilator body and inner diameter of the dilator tip were measured and found to be within specification. An inventory spring wire guide was passed through the dilator. No issues were observed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator being occluded was not confirmed during the sample investigation. Functional testing was performed by passing an inventory spring wire guide through the dilator and no issues were found.

Event description:
The customer alleges that at the moment of puncturing the dilator, for insertion of the catheter, bent and did not puncture. Another device was used.

Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that at the moment of puncturing the dilator, for insertion of the catheter, bent and did not puncture. Another device was used.